Event description:
Customer reported unexpected negative reactions on the echo for a patient sample that had an anti-d, probably due to rhig administration, detected in manual capture with the same lots of reagents.

Manufacturer narrative:
A service call was made. The camera reader was replaced, and alignments, focus, and calibration functions were performed. The system is operating according to specifications.